Event description:
It was reported that the device had fails barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the device had fails barrel clamp test was not identified during the customer call. Technician recommended biomed to try replacing sizer assembly, if the issue is not fixed then it could be due to faulty logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.